Manufacturer narrative:
Additional information b5: medtronic received additional information that the computed tomography (CT) scan showed a vascular dissection and intimal damage in the leg. There were no issues with the flow. The patient is currently hospitalized. Medtronic received additional information that the customer did not observe the tip sufficiently before insertion because it was during the procedure. The customer stated that they would have noticed if there was damage. The customer stated that the adverse event (ae) was device related as it was due to the tip of the wire being bent. The vascular intima was damaged when the cannula was removed. The customer stated that it was a normal procedure with no other problems, there were no complications related to heart disease in the patient. The ae was not therapy related. There was a resistance noted, therefore, after removal the customer checked and found that the tip was bent. After the observation, the CT scans showed that the vascular intima was damaged. The patient is currently under observation. Medtronic received additional information that after the intima was stripped completely, a vein was patched in place of the intima and the patch appears to have been formed. The patient is still hospitalized. However, the flow was good after the repair, and it does not seem that the patient's hospitalization is continuing due to the avulsion of blood vessels and intima damage. Correction d8: this field has been updated. Correction h3: this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a bio-medicus nextgen cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus next-gen one-piece femoral cannula, it was reported that the device was used for supporting circulation. Although there was some resistance when inserting into the blood vessel, the customer stated that the cannula was used as is. The customer stated there was resistance when removing it and upon looking at it, some of the metal at the tip was peeled back. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage and an exposed wire at the tip. The customer has provided photos showing evidence of the damage. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.